Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded in the emergency department (cardiac arrest). The implantable pulse generator (ipg) exhibited possible non capture and recommended replacement time (rrt). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.